Event description:
It was reported that the implantable neurostimulator was not providing any pain relief and was explanted; however, the "paddles" were left in place. The information received stated the device was explanted in 2008, while the manufacturer's device registry showed an explant date of (B)(6) 2009. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported the physician contacted regarding this event had not seen the patient since (B)(6) 2007.

Manufacturer narrative:
Lead model 3998 lot# j0555386v implanted (B)(6) 2005 explanted unk; extension model 3708340 serial# (B)(4) implanted (B)(6) 2005 explanted (B)(6) 2009; extension model 3708340 serial# (B)(4) implanted (B)(6) 2005 explanted (B)(6) 2009.